Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an interventional procedure, after advancing the xpert self-expanding stent system to the lesion in the popliteal artery, the sheath did not completely retract and the stent remained half covered. During advancement, there was moderate tortuosity and resistance was met. A moderate amount of force was used to push the stent system. The stent was successfully retrieved back inside of the guide catheter. The procedure was completed by implanting another xpert stent. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. No additional information was provided

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance with the anatomy was not able to be confirmed as it was based on case circumstances. The deployment difficulty was confirmed. Based on a visual dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents for this lot. Based on the reviewed information, no product deficiency was identified.